Manufacturer narrative:
Corrections: FDA registration number should be 0009610622 -te (kiel) and not 0008031020 - te (selzach) 0009610622 -te (kiel) d1 product long description d3 manufacturer entity d4 catalog the reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery is planned using the blueprint planning feature. The procedure will involve the removal of a stryker reunion hemi to improve range of motion.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a revision surgery is planned using the blueprint planning feature. The procedure will involve the removal of a stryker reunion hemi to improve range of motion.